Event description:
It was reported that patient presented in clinic for normal follow up when post-paced t wave oversensing was observed. Reprogramming was recommended. There have been no further issues reported. Further follow up is planned.